Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 420 mg/dl at the time of incident. Customer did not mention any treatment and symptoms related to high blood glucose level. The customer stated that insulin pump had multiple error alarms. The device will not be returned for analysis.